Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); (B) (4) full lead.

Event description:
It was reported the lead was attempted but not used due to positioning difficulty, unacceptable thresholds and a non-extending helix. This was reported during the implant procedure. No patient complications have been reported as a result of this event.